Event description:
It was reported that CGM displayed error message and customer contacted support regarding sensor issue. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by Technical Support to perform pump reset, error did not recur, and customer successfully started new sensor session; no additional information was received regarding any further outcome of event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.